Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - a-rubber (bending section cover) leak. - cut on a-rubber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed, as the event as reported was not confirmed/reproduced in evaluation. Due diligence was performed in good faith to determine any additional information regarding the suggested phenomenon of "black rubber cover came out of distal end"; however, no response was received, and no further conclusion can be reached from the information obtained for this investigation. The user may detect the suggested event by handling device in accordance with the following instructions for use (IFU): - operation manual_ preparation and inspection_ inspection of the endoscope_ inspect the objective lens and examination light outlet at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the ens, or other irregularities. Also, inspect the entire distal end of the endoscope for chips or cracks. - operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported the uretero-reno fiberscope the black rubber cover is coming off of the distal end. The issue occurred during reprocessing. There were no reports of patient harm.